Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, weight within specification. After autoclave cycle was identified: bubbles in gel, cloudy gel, voids between shell and gel. Based on the device analysis the final assessment is: no issues found related to the manufacturing process.

Event description:
Healthcare professional reported right side "infection was found on implant after explant surgery." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and confirmed that there was not an adverse impact on environmental conditions, device quality, or performance. The sterilization run was not related to any additional infection complaint records reported at time of investigation. During the trend review of all infection complaints for gel breast implants for the period of feb/2019 through jan/2021, an outlier was noted in apr/2019. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in the current month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Healthcare professional reported right side "infection was found on implant after explant surgery." Device has been explanted.